Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), which is included in an advisory population, was explanted for normal battery depletion. New information received indicates that based on preliminary analysis the device did not meet longevity per programmed parameters.